Event description:
On 9/13/2022, it was reported by a patient via phone that she had a side effect after having received a second synojoynt 1% sodium hyaluronate knee injection on (B)(6) 2022. Her first knee injection procedure on (B)(6) 2022 went fine, and she had no issues or side effects. On (B)(6) 2022, after the second knee injection procedure, she developed that night a uti which was according to her doctor a known side effect. Her third injection is scheduled for (B)(6) 2022, but she is hesitant to continue with the treatment and will seek medical advice from her obygn practitioner first. No action was requested, she just wanted to report the complaint.

Manufacturer narrative:
See attached vendor evaluation.